Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping), "), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), metrorrhagia ("metorhagia (bleeding b/w periods"), dermatitis allergic ("allergy rash/skin condition"), fatigue ("fatigue,"), hypersensitivity ("hypersensitivity"), headache ("headaches,") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, metrorrhagia, dermatitis allergic, fatigue, hypersensitivity, weight increased, hormone level abnormal, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, metrorrhagia, pelvic pain, perforation, psychological trauma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, she received treatment for psych injury, bladder/urinary prob: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, metorhagia (bleeding b/w periods),gen. Abnorm. Bleed, allergy rash/skin condition, hypersensitivity, psych injury, perforation: other, fatigue, hormonal changes, headaches, vision probs, weight gain, plaintiff did not undergo essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.